Manufacturer narrative:
The device is not expected to be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ischemic vt mapping procedure, a transseptal puncture was performed in order to advance an intellamap orion mapping catheter into the left ventricle. The puncture was performed utilizing a non-boston scientific sheath, without a needle. Access to the left ventricle was obtained via the right atrium, to the left atrium, to the left ventricle. The first orion utilized experienced performance issues; therefore, the orion catheter was replaced with a second orion catheter, and a map of the left ventricle was created. While mapping, it wasn't possible to move the catheter to the septal area of the ventricle and the left lateral wall showed only abnormal low voltage. Furthermore, blood pressure of the patient decreased and transesophageal echocardiography (tee) showed a pericardial effusion. A perforation had occurred, most likely in the left atrium, though there was no visual confirmation regarding the exact location of the perforation. Fluoroscopy had shown the catheter only at the left lateral edge of the heart shadow. The inability to move the catheter to the septal area, and the nature of the map (thin convex shape of the map; almost zero voltage at the left lateral side, respectively lamina parietalis of the pericardium), suggested that most likely the pericardium was accidentally mapped, rather than the left ventricle, which had been the intended mapping area. Therefore, the perforation "must have occurred during the transseptal puncture," before the orion was inserted initially. The procedure was aborted and a pericardiocentesis took place to stabilize the patient. Surgical intervention was not necessary. The patient was stabilized and there was no further patient outcome.